Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 18-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 38 x 3.00mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged crimped stent od (outer diameter) was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped, evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. Examination of the hypotube, outer and inner lumen as well as the mid-shaft section found no issues.